Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that they were getting insufficient/excess diluent in integrated multisensor technology (imt) port errors. The customer then discovered the diluent bottle was empty. The customer replaced the bottle and primed the system with diluent. Ccc instructed the customer to bleach the imt ports and rinse with water, calibrate the imt and run quality controls. There were no further issues with the electrolytes following the replacement of the diluent bottle. The cause of the discordant, falsely elevated na and cl results was due to an empty diluent bottle. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on three patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s), who questioned the elevated na results. The samples were repeated on an alternate dimension exl instrument, resulting lower. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and cl results.